Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colostomy. According to the reporter: surgeon prepared the proximal bowel inserting the anvil. Instrument inserted into the rectum. It was mated to the instrument then it could not be closed down to see green in window. The device was opened, closed again and still could not see green. Opened instrument and identified anvil had tilted and were uncertain of the integrity of the product. Opened a second instrument, inserted a new anvil, same thing occurred, no green in window. A third eea instrument was opened, new anvil was placed again and the case was completed successfully. No bleeding reported. Add'l tissue had to be resected at the proximal end. The case was delayed more than 30 minutes.